Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse cleaned the aliquot drain and replaced and aligned the aliquot probe. The cse successfully ran a probe test, quality controls for cre2, and patient samples. A siemens headquarters support center (hsc) specialist reviewed the instrument data and determined that an aliquot rinse cycle was missed after a false transition error. Siemens healthcare diagnostics has confirmed a software defect which, in a very specific set of circumstances, results in the dimension vista system omitting an aliquot probe rinse between sample aspirations when processing tubes in sample racks that are front loaded on the dimension vista system. Urgent medical device correction (umdc) vsw16-01.a.us was sent to customers in the united states in march 2016 and corresponding urgent field safety notice (ufsn #vsw16-01.a.ous) to all outside us dimension vista customers. The umdc and ufsn are entitled "dimension vista system may not perform aliquot probe rinse." The umdc and ufsn describe the software defect, what samples are not impacted, the risk to health, and actions to be taken by the customer to minimize or eliminate the impact of the software defect.

Event description:
The operator of a dimension vista 500 contacted the siemens customer care center (ccc) and stated that discordant, falsely elevated creatinine (cre2) and glucose (glu) results were obtained on one patient sample. The discordant cre2 result was reported to the physician(s). It is unknown if the discordant glu result was reported to the physician(s). A new sample from the patient was tested for cre2 on an alternate dimension vista instrument and resulted lower. The original sample from the patient was then repeated in duplicate for cre2 and once for glu on the alternate dimension vista instrument and results were lower. The corrected cre2 result was reported to the physician(s). It is unknown if the corrected glucose result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.